Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is march 04, 2018.

Event description:
A 72-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient informed novocure that he had experienced skin irritation. The patient was prescribed unspecified topical creams and underwent laser treatment to the scalp to alleviate the symptoms. The patient also reported changing the arrays more frequently due to itching and burning sensations on the scalp. Multiple attempts were made to contact the prescribing physician; however, no response was received.